Event description:
It was stated that after nasal intubation, there was a cuff leak and camera fogging, so the tube was replaced. After replacement, the previously used tube was checked, and air leakage from the cuff was confirmed. The airway was maintained, and there was no impact on the respiratory condition. The event occurred during patient use at the facility. There was no reported patient harm/adverse event.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that complaint of leakage confirmed. The probable cause is unknown. The timeframe of the occurrence cannot be determined. There were no damages or anomalies observed. A device history record (DHR) review reported no discrepancies or non-conformance's during the manufacturing of the reported lot number.